Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received from the first moment it has suffered fogging, but the situation got worse in surgery. During surgery they lost total vision. The surgery was scheduled for laparoscopy, but they were not able to see anything through optics, in the end they had to change the method of intervention to open surgery.